Event description:
The complaint was reported as: the catheter kinked/bent so that oxygen is not able to pass through. No report of pt injury.

Manufacturer narrative:
Lot number - the lot number (01212) provided is not a valid lot number. A device history record (DHR) review could not be conducted since the lot number provided is not a valid lot number. Customer complaint cannot be confirmed due to the sample and lot number involved in the incident, or photo of device was not provided, therefore it is not possible to perform a proper investigation. The inspection plan for the cannula was changed to reflect an improved inspection by not allowing kinked or deformed defects during the material inspection. Teleflex actual manufacture and investigation criteria does not allow deformities for the product.